Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4) date of event - correction (B)(6)2018 describe event or problem - correction "dexcom was made aware on (B)(4)2018, that on (B)(6)2018, a loss of connection occurred."

Event description:
Dexcom was made aware on (B)(4)2018, that on (B)(6)2018, a loss of connection occurred.